Manufacturer narrative:
Insulin pump passed unexpected restart alarm test. However device received unable to perform the displacement test due to completely broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had unexpected restart. Customer stated that she keeps receiving unexpected restart alarm started 2 weeks ago and he change her battery and keeps alarming unexpected restart. Customer reports they were able to clear the alarm. Customer able to complete rewind. Customer receiving another unexpected restart alarm after a battery change. Unexpected restart alarm was recurring during normal pump use. The customer¿s blood glucose level was 129 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.